Manufacturer narrative:
The system was used for treatment. This case is being reported as an MDR due to the medical intervention of the change in the ventilator settings that was provided to the patient two hours after the patient's inomax therapy had been completed.. The inomax dsir plus device was returned for investigation. Although identified in the device's service log, the service technician did not experience the reported complaint of a high no alarm or a failed no sensor alarm during testing. The device booted into customer mode with no alarms present. Prior to no sensor calibrations, the device monitored no at 21ppm with a delivery set at 20ppm. After successful low/high no sensor calibrations, the device continued to monitor within specification. The device's inoblender also passed all testing within specifications. A review of the device's service log revealed a high no alarm on (B)(6) 2023. The service log also revealed a failed no sensor alarm on (B)(6) 2023 following a failed low no cell calibration with elevated low point counts. Elevated low point counts during a low calibration are consistent with a misbehaving no cell with the elevated counts possibly contributing to the high no alarm that occurred prior to the failed low no calibration. The service log indicated that the device continued to delivery nitric oxide (no) within specifications during the failed no monitoring alarm due to the dual channel design of the inomax dsir plus device which allows for independent delivery and monitoring of inomax. No interruption in nitric oxide delivery was recorded in the service log. The no calculated delivery present in the service log indicated that the delivered no dose continued to correspond with the no set dose throughout the patient's inomax treatment. The service technician replaced the device's no sensor.a full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use. The most likely root cause for the patient's hypoxia was use error. The customer did not review the no calculated delivery, which can be accessed by the user on the device's settings screen, which would have indicated that the no delivered dose correlated with the no set dose. Thus confirming that the issue was only a monitoring problem and that the patient was still receiving the intended no dose. Per the operator's manual page 1-22: the inomax dsir uses a "dual-channel" design to ensure the safe delivery of inomax. The first channel has the delivery cpu, the flow controller and the injector module to ensure the accurate delivery of no. The second channel is the monitoring system, which includes a separate monitor cpu, the gas sensors (no, no2, and o2 sensors) and the user interface, including the display and alarms. The dualchannel approach to delivery and monitoring permits inomax delivery independent of monitoring. The customer also did not follow the proper troubleshooting steps for the high no - alarm as per page 5-6 in the operator's manual. Instead the customer removed the patient from the inomax dsir plus device and manually ventilated the patient using the inomax dsir plus device's inoblender. Furthermore, the customer did not contact mallinckrodt technical support for assistance in troubleshooting the device issue(s) as instructed in the inomax dsir plus' operator's manual. Per the operator's manual page 5-6, the steps for troubleshooting a high-no alarm are as follows: high no alarm - all of these actions can be performed while delivering inomax to the patient: a. The high no alarm level may be inappropriately set. Confirm high no alarm limit is set appropriately. B. Circuit setup incorrect. Check circuit for correct setup. C. The no calibration may have drifted. 1. Perform low calibration. 2. Perform high no calibration. D. Injector module may not be functioning properly. Inomax delivery will be interrupted. Manually ventilate patient with the inoblender or turn integrated pneumatic backup delivery on (verify at least five l/min ventilator gas flow in patient circuit). 1. Change injector module. 2. Change injector module cable. "Injector module failure" alarm will occur and no delivery will be interrupted. This will resolve when injector module cable is reconnected. Contact technical support. If the customer had reviewed the no calculated delivery dose on the inomax dsir plus device's monitor and/or followed the proper troubleshooting steps for a high no alarm, they possibly would not have had to remove the patient from the dsir plus device and manually ventilate the patient with the device's inoblender. In addition, per the inoblender operator's manual page 4, the intended use for the inoblender is as a back up to a primary inomax delivery system; or for short term attended use when a primary delivery device cannot practicably be used. The customer's length of patient manual ventilation was not considered short term. Trends were reviewed for complaint categories, failed no sensor, high no - alarm, and hypoxia. No trends were detected for these complaint categories. The assessment is based on information available at the time of the investigation. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Adverse event terms: hypoxia. (B)(4). (B)(6). 21-sep-2023.

Event description:
The customer called to report that a patient had experieneced hypoxia two hours after their inomax treatment using the dsir plus device. The customer stated that the patient was a 67-year-old male who was admitted to their facility with right sided heart failure, cardiogenic shock and who over time developed acute respiratory distress syndrome (ards). The customer reported that the patient was treated with mechanical ventilation, extracorporeal membrane oxygenation (ECMO), a left ventricular assist device (impella pump), and inomax utilizing the dsir plus device. The customer stated that at the time of the incident the patient had been weaned from ECMO on (B)(6) 2023 and the impella pump was removed on (B)(6) 2023. The customer reported that the patient remained on mechanical ventilation via a hamilton g-5 ventilator and inomax at 20ppm. The customer stated that on (B)(6) 2023 at 12:15pm, the patient was weaned from 20ppm to 15ppm of inomax and this weaning was well tolerated. The customer reported that at 13:00 hours the patient was transported for a cat scan and this was accomplished by using the inomax dsir plus device's inoblender with a dose set at 20ppm. The customer stated that once at the cat scan, the patient was placed onto a hamilton c-1 ventilator in conjunction with the inomax dsir plus device. The customer reported that once the procedure was completed at approximately 14:08 hours , the patient was again manually ventilated with the inomax dsir plus device's inoblender back to the ICU and the patient was placed back onto their original ventilator, a hamilton g-5. The customer stated that the hamilton g-5 ventilator settings were the following. Apv cmv vt 500cc, fio2 60%, rr 14bpm and peep +8 cmh2o. The customer reported that it was immediately noted that after placing the patient back onto their original ventilator that the inomax dsir plus device's monitored nitric oxide (no) readings quickly rose and at one point the monitored no value was noted to be at 80ppm. The customer stated that the patient's vital signs had all remained stable during this time. The customer reported that the patient was then removed from the ventilator and again manually ventilated utilizing the inomax dsir plus device's inoblender, while they tried to troubleshoot the inomax dsir plus device, during which a failed no sensor alarm appeared. The customer stated that while they were troubleshooting the device, the patient's physician decided to remove the patient from their inomax therapy and place the patient on flolan. The customer reported that the patient had been manually ventilated for an hour between the troubleshooting of the inomax dsir device and waiting for the flolan to become available. The customer stated that the flolan was initiated for the patient at 15:00 hours. The customer stated that the patient had remained stable during this time with a reported pao2 value of 95mmhg. The customer reported that at 15:20 hours the patient's ventilator settings remained at apv cmv vt 500cc, fio2 60%, rr 14bpm and peep +8 cmh2o. The customer stated that post manual ventilation there was no evidence of barotrauma or volutrauma in the patient. The customer reported that during the patient's manual ventilation with the inomax dsir plus device's inoblender, the patient's vital signs had remained stable with no oxygen desaturation detected and no changes to the patient's hemodynamic parameters. The customer reported that two hours after discontinuing inomax therapy at 17:00 hours it was noted that the patient's pao2 had dropped to 74mmhg from 95mmhg. The customer stated that at 21:15 hours the fio2 on the ventilator was increased to 80% from 60%. The customer reported that at 05:00 hours on 22-aug-2023, the fio2 was increased to 90% and at 05:50 hours the fio2 was increased to 100%. The customer stated that at 07:20 hours the ventilator setting were adjusted to the following, apv cmv vt450cc, fio2 100%, rr22bpm, and peep 16cm h2o. The customer reported that the patient's pao2 then increased to 150mmhg following the ventilator setting changes. The customer stated that patient has since been weaned back to the original ventilator settings and continues to receive flolan.the customer reported that there was no direct correlation between the inomax dsir plus' high monitored no valve and failed no sensor alarm with the patient's reported hypoxia.the customer stated the patient's physician felt that the patient's hypoxia was due to the device issue as the patient was manually ventilated with the inomax dsir plus device's inoblender for an abnormally long period. The customer reported that the patient's physician felt that this long period of manual ventaliation led to acute pulmonary inflammation, which manifested several hours later as indicated by patient's hypoxia. The inomax dsir plus device was returned for investigation.